Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. Customer has tried all remedies to clear the alarm but nothing seems to work and customer is requesting a new pump. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the excessive no delivery alarm due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.